Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on march 19, 2020 with lot number 3359556. Analysis of the returned device identified: weight to the spec and crease fold. A visual and microscopic analysis was performed which identified: puncture opening. Based on the device analysis the final assessment is: a striated punctured assessed as a surgical damage like consist in the use of some surgical tool."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.